Event description:
Informed at 5 year follow-up that the pt had passed away 3 weeks prior. Pt had fallen at home and been transferred to hospital where they passed away. The pt's death certificate states that the pt cause of death was cardiac failure. The pt was also suffering from congestive heart failure, chronic renal failure, diabetic nephropathy, and chronic liver disease. Investigator stated that there was no relation to the device, drug or the procedure. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Eval: results: pt expired due to cardiac failure.